Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent unresponsiveness of the ilet pump¿s sleep/wake button, with delayed response to touch occurring on multiple occasions, and the pump¿s screen responsiveness was inconsistent despite the button area being clean and fingers dry; a restart was performed and responsiveness improved, and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education with device restart. Investigation of this case revealed no visible physical damage and transient performance inconsistency of the user interface component, consistent with a device performance issue of the pump¿s sleep/wake control and screen responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending recurrence monitoring.